Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while using the er320 instrument to close the cystic artery, one of the jaws broke down. One jaw fell out of the er320. Another instrument was used to complete the case. There was no consequence to the pt.